Event description:
Device explanted due to spontaneous change of settings (from ddd to vvi; no atrial output) and atrial impedance >9999 ohms. It subsequently tested out of specification during manufacturer's analysis.